Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery. The 3.25 x 23 mm xience xpedition stent delivery system (sds) was removed from the hoop. When the protective sheath was removed, the stent dislodged and remained in the sheath. No resistance was noted. There was no patient involvement. A new xience xpedition sds was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.